Event description:
The facility reported a pump with failure code 803:07. This problem occurred during patient use during an infusion. The pump failed to infuse as intended during patient care. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 803:07 which stopped infusion of the device during patient care was confirmed. Inspection of the device found that failure code 803:07 was caused by faulty prisms in the pump head mechanism. The pump head mechanism was replaced for a different issue and therefore, since the prisms are part of the pump head mechanism, they were also replaced.